Event description:
The user facility reported that the involved device syringe leaked from the plunger and was flimsy. The issue occurs when blood is taken from an implanted vascular access device. Often force is needed to draw blood due to the pressure on these devices which often means that the plunger comes off the of the barrel or leaks. The event occurred intra-operative. The procedure outcome was completed successfully. The patient was not injured during the event and medical/surgical intervention was not needed. The final patient impact has no adverse consequence. The nurse discussed the vacuum differences and the importance to not use excessive force, drawing back slowly, and to ensure the plunger remained straight. The nurse reported that the ivad (implanted vascular access device) often requires a level of force that could not be overcame with training and or product support from terumo. Additional information was received on 21 mar 2024: the product was used on an oncology ward, and no infectious medical complications were reported. There were no adverse consequences for the patient. The leakage resulted in blood exposure to the nurse taking the sample. Additional information was received on 25 mar 2024: the user has worn proper personal protective equipment (ppe) during the incident. No adverse reports to the user when the blood exposure occurred. No test was performed, and no adverse conditions were reported by the user.

Manufacturer narrative:
D4: UDI:not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior clinical products advisor. The actual device was not available for evaluation; therefore, the details of the actual condition of the sample in unable to be determined. The retention samples were visually inspected and confirmed free from damage, deformity, and molding-related defects, particularly on the injection gasket (ig) and plunger. The samples were subjected to gasket fit force to ensure that the gasket remains on the plunger when it is quickly pulled with a twisting motion from the edge to the nominal capacity graduation while the nozzle is sealed. All samples met the required specifications. The samples also were subjected to stopper strength using water pressure to ensure that the plunger would not be completely withdrawn from the barrel within 5 seconds. The pressure was set based on the syringe size requirement. All samples met the required specifications. Based on records, the supplied plunger and injection gasket were molded in-house (tpc) using molding machine 213, machine 305, and 105. There were no non-conformities found during the production of the involved plunger and injection gasket lots. A total of thirty-four (34) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. The root cause of the complaint is not related to our product or process. As stated in the details of the complaint, the connection of the syringe to the ivad creates pressure that requires force to draw blood. This could have caused the detachment of the plunger from the syringe. The plunger came off during usage because too much force was applied to aspirate the blood from the ivad. The barrel is designed to have an undercut feature which serves as a stopper to hold the plunger when pulled until the maximum capacity of the syringe. We have a functional test in-process inspection for stopper strength using water pressure to ensure that the plunger would not be completely withdrawn from the barrel within five (5) seconds and the pressure was set based on the syringe size requirement. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).